Event description:
It was reported that the customer contacted the arjohuntleigh - (B)(4) technician because the arm of the minstrel fell down (the connection between the arm and the mast was found to be completely cracked). It is unk if a pt was on the lifter when the event occurred as the facility has not released any other info.

Manufacturer narrative:
The report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR medibo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.